Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician inserted the sheath with the dilator over the wire, then, removed the dilator and aspirated the sheath. A large amount of air bubbles were observed during this. The issue persisted despite aspirating very slowly and using different syringes. No air was observed in the patient. The device was replaced with another of the same lot and the issue occurred again, it was then replaced with a new lot and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was received at boston scientific post market laboratory. During visual inspection no abnormalities were found. The device was dissected and examined under the microscope and minor tears were found on the external hemostatic valve by the center slit; no damages were found on the internal hemostatic valve. Inspection of the flush lumen luer noted a tear where the adhesive filet bonds the lumen to the valve hub, creating an opening for air/bubbles. The returned device had dried blood blocking the opening. The "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles".

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician inserted the sheath with the dilator over the wire, then, removed the dilator and aspirated the sheath. A large amount of air bubbles were observed during this. The issue persisted despite aspirating very slowly and using different syringes. No air was observed in the patient. The device was replaced with another of the same lot and the issue occurred again, it was then replaced with a new lot and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.